Event description:
It was reported that during a vt ablation of the left ventricle, the patient developed a mild pericardial effusion. Additional information received: a pericardiocentesis was done and the patient required 1 week hospital stay. The patient is in stable condition, has fully recovered, and the prognosis was satisfactory. The patient is a (B)(6) old male of average weight. The patient's carto case ID number is (B)(6).

Manufacturer narrative:
(B)(4). The catheter was not returned to biosense webster for evaluation. Other biosense webster products used in the procedure: cool flow pump, catalog # cfp002, serial # (B)(4). Stockert rf generator, catalog # s7001, serial # (B)(4). Carto xp system, catalog # m470001, serial # (B)(4). Per customer, none of the biosense webster equipment contributed to the patient incident. Customer declined having the biosense webster equipment looked at or checked.